Event description:
In brachy therapy plan with palladium seeds, physicist was seeing areas of negative dose. Upon investigation he discovered that he had negative numbers in his brachy lookup tables once data was in 4.2f. The bin size was 0.1 and the number of bins for y and z was 100 each. User changed the number of bins to 42 and 43 and recomputed his lookup tables. After this change the negative numbers went away.